Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned; no anomalies found. Blood was present in/on the helix mechanism.

Event description:
It was reported that a lead revision was performed to correct a high chronic threshold. During the procedure, it was attempted to reposition the lead but it would not stay fixed. When the lead was removed, there was tissue in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.